Event description:
It was reported that the external pulse generator (epg) would not power on. The biomedical department adjusted one of the battery contacts and the epg powered on with no issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.